Event description:
Nellcor puritan bennett received a report of a n-395 unit with no audio, while the biomedical engineer was performing preventive maintenance.

Manufacturer narrative:
The biomedical engineer reported that two wires separated from the speaker assembly during preventive maintenance. No speaker was returned for evaluation.